Manufacturer narrative:
A review of the post procedural imagery, procedural cine, and 3mensio report were provided by the site. The images showed calcification presented on the st junction, native annulus and leaflets. Post procedural imagery observations revealed inflation balloon was burst, and it appeared complete without missing balloon material. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints of balloon burst was confirmed from the provided imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿the delivery balloon ruptured on stj calcium¿. In addition, per imagery review that patient had calcification present in the stj, native annulus and leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. No corrective or preventative action is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that the delivery system balloon ruptured on calcium in the stj. The valve was fully deployed.  The patient is doing well with no adverse consequences. Per follow-up it was noted that, the patient had moderate/severe calcium in the annulus/leaflets. A bav was not performed. Medium speed inflation technique was used with 23cc nominal volume for inflation. The devices are not available for return as they were discarded by the hospital staff.